Manufacturer narrative:
Product event summary: the device was not returned, but clinical data from the device was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the left ventricular (lv) lead had high threshold and the device battery might be earlier as expected due to the programmed high lv output settings. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.